Event description:
A physician reported that during an intraocular lens (iol) implant procedure, when inserting the iol, the lens was expelled from the cartridge, but it became caught in the incision and could not fully enter the eye. During manipulation, the trailing haptic tore. Therefore, the lens was explanted and replaced with same product and the surgery was completed. The surgeon inserts iol by placing the cartridge tip at the incision without advancing it into the eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).